Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe pain, is using a cane, limited motion, and swelling. The patient continues to use the continuous passive motion machine.